Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and helix was disengaged from helical channel. It was noted that the connector pin was bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. It was also noted that the helix was received retracted. There was blood and tissue visible on the helix which had been over-retracted. The connector pin was bent and had to be straightened in order to remove the stylet from the lead.

Event description:
It was reported that after the initial positioning the right ventricular apex, the helix would not screw back into the lead. The physician implanted another lead. No patient complications were reported as a result of this event.